Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner ch. When they tried to fix the xp-5000z, the handle part slipped, so they stopped using it. There is no problem using the spare xp-5000z. No health hazard to patients.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000212053 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I positioner ch. When they tried to fix the xp-5000z, the handle part slipped (turned), so they stopped using it. There is no problem using the spare xp-5000z. No harm/health hazard to patients.